Event description:
Per home health nurse (B)(6), patient's curlin pump, serial number (B)(6) and maintenance due on 10/14/2026, is giving an error "code 20:0 empty lithium battery". Home health nurse advised they have gravity tubing at home and they will finish the pt's infusion that way. No adverse events or missed doses were reported due to the pump issue. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 60 gm/600 ml gamunex-c 10%, made up of 3-20 gm/200 ml vials. No additional details, dates, or information provided. Indication: chronic inflammatory demyelinating polyneuritis.